Manufacturer narrative:
(B)(4). Device not received by manufacturer.

Event description:
Per the clinic, the patient developed an infection with purulence and pain at the implant site, and was treated with topical antibiotics on (B)(6) 2015, following removal of the abutment. On (B)(6) 2016, revision surgery was performed and the device was explanted, and the patient was reimplanted with a subcutaneous device during the same surgery.

Manufacturer narrative:
.